Manufacturer narrative:
The oad and viperwire guide wire were received at csi for analysis. There was no damage or abnormalities identified with the oad, driveshaft or guide wire that would have contributed to the reported events. During analysis the oad functioned as intended. At the conclusion of the device analysis investigation, the reported slow/no flow and embolism could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A patient with critical limb ischemia presented with heavily calcified lesions in the right superficial femoral artery (sfa), popliteal, tibioperoneal trunk (tpt) and proximal peroneal. Treatment was performed with a stealth peripheral orbital atherectomy device (oad) on all speeds in the sfa, low and medium speeds in the tpt and proximal peroneal with good technique. Balloon angioplasty was performed at all treatment locations. Angiography was performed and revealed slow flow in the sfa and popliteal and no flow in the untreated mid peroneal. The peroneal was treated with balloon angioplasty, but flow was not restored. Angiography was performed in the distal peroneal and it was found to be patent. Balloon angioplasty was performed again and angiography results were consistent with embolization of the mid peroneal. A thrombectomy device was advanced and thrombolysis was performed along with thrombectomy and administration of tissue plasminogen activator. Angiography revealed improved peroneal flow, however slow flow was still noted. Balloon angioplasty was again performed and slow flow remained, however flow in the peroneal was continuous to the foot and a doppler signal to the dorsalis pedis was present. The patient remained stable and asymptomatic and the case was concluded.